Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 105mg/dl (meter), 140mg/dl (lab). Tests were done within 15 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.